Manufacturer narrative:
On 13/aug/2025 - (B)(6) - call clarification on 14/august/2025 tse (B)(6), worked with the biomed to obtain notes for the depot repair to use for troubleshooting.

Event description:
Measurements are 3cm incorrect (shorter than expected), the measurements issue began wednesday (B)(6) 2025 while scanning an echo exam with the swiftlink cable & acunav probe.